Manufacturer narrative:
Investigation into this complaint included a quality data review, a customer data review, and a complaint history review. The results of the investigation are summarized as follows: quality data review the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 512415. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Customer data review the review of the data demonstrated that the assay software and the abbott alinity m sars-cov-2 amp kit (list 09n78-90) lot 512415 are performing as expected. The assay reagents performed as expected, met the assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The original sample in question (replicate ID (B)(6)) showed a late cycle number amplification signal for the target, which may indicate a low titer sample near the lower limit of detection (llod). Differences in lod (limit of detection) between the alinity m sars-cov-2 assay and the roche cobas assay may explain discrepancies between platforms. There is no indication that lot 512415 is performing outside of established design performance specifications. Complaint history review the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 512415 identified one additional related complaint ticket, which has been elevated and will be independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 512415 was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a false positive result on the alinity m sars-cov-2 assay, which generated negative results upon retesting with alinity m and on roche cobas. The customer retested the sample since it was a late positive, with an original cycle number of 40.41. The customer reported the negative result to the physician, so there was no possibility the false positive result had impact to patient management. This incident is being reported to FDA because the incident occurred in romania using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.